Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still having symptoms or bladder retention and she couldn't feel the stimulation. Troubleshooting attempts were made and the patient programmer showed stimulation was on. The patient was on program 3 at 1.6 volts and increased the stimulation to 2.2 volts. The patient confirmed she could feel the stimulation and it was comfortable. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.